Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer was sent a battery to resolve the issue. The device was not returned for evaluation. The cause of the reported issue could not be determined. The customer had also reported a missing magnet that issue was reported on MFR report # 0003015876-2025-02604.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.